Manufacturer narrative:
Sample device was received from the complainant by argon medical on 1/13/2020. Device has been sent out for sterilization and awaiting evaluation. A follow-up report with additional information from the investigation will be provided by 1/31/2020.

Event description:
PICC is cracked at the hub.

Manufacturer narrative:
A review of returned product from the customer was performed. A visual inspection of the sample found that the hub was cracked. A functional test of the device found that the hub had a leakage, confirming the customer's complaint. The conclusive root cause was unable to be determined, however based on the appearance of the breakage, the most likely cause of the crack in the hub was a tensile force being applied to the catheter hub, possibly by user use. A manufacturing defect could not be confirmed so a corrective action will not be required at this time.